Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, d3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it suggests the most probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope electronic screen failed to display (no image). The issue occurred during a therapeutic bronchoscopy procedure. The intended procedure was completed with a similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.